Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump exhibited battery issues, including only charging to 36%, not charging, and the charger not powering the device on, consistent with a premature battery discharge involving the battery component of the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.